Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact durng activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap right hemicolectomy procedure, at the end of the procedure, the tip fell off and is still in the patient. One and half hour long case and apparently no clashed with other metal. There was no patient consequence.